Event description:
The fse reported that the system produced uncommanded x-rays. This occurred outside of a procedure with no pt involvement. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The boards and connectors were reseated and the main cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.